Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced an abdominal infection in the pump pocket. A culture of the site indicated a (B)(6) infection. The drug in the pump was lioresal 2000 mcg at 250 dose per day. The pump was not explanted. The site was "cleaned out." It was stated that the patient was "ok." It was further reported that there was no data potentially or directly associated with the event, contained in the design history record (DHR). It was noted that all parameters complied with the sterilization process. Therefore, sterility of the device was met. No further details, patient symptoms or outcome was provided at the time of this report.